Manufacturer narrative:
(B)(4). G2: france customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw was broken during the procedure. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6. The following sections were corrected: h4. Visual examination of the returned product identified taper below head, head underside, and threads show bio stains. Screw is confirmed fractured and distal fractured piece(s) were not returned for evaluation. Hex shows deformation and gouge damage from attempt to implant and the explant. No other damage was noted. The screw was submitted for further analysis. Analysis determined torsional ductile overload fracture. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.